Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6) 2025, the patient¿s cgm displayed a reading of 40 mg/dl. The patient did not have any test strips available at home to verify the reading with a bg meter. Although asymptomatic, the patient went to the emergency room (ER) for evaluation. At the ER, the patient¿s bg meter reading was 261 mg/dl, while the cgm continued to display a low reading of 41 mg/dl, indicating a significant discrepancy. The patient was treated with unspecified intravenous (IV) fluids and discharged later the same day, around 11:30 p.m. The patient was also provided with a prescription for bg meter test strips upon discharge. At the time of the report, the patient stated he felt ¿okay.¿ no data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the patient was asymptomatic. The reported glucose values fall within the d zone of the parkes error grid checked in the ER. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hyperglycemia.